Manufacturer narrative:
One single-use device was received for evaluation. Visual inspection revealed a strand of black fiber located in the crevice of the white luer. Fourier transform infrared spectroscopy (ftir) revealed that the fiber was hair material. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume folfusor had particulate matter (described as "a dark fiber or a hair") at the connector under the blue cap. This was noted prior to patient use. There was no patient involvement. No additional information is available.